Event description:
It was reported that motor not running alarm event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed break on lower left front corner of top case. Motor not running was found at occlusion test. The root cause of the reported issue found to be a result of the customer's impact to the device. Main board misaligned from extrusion due to pump been mishandled by customer (broken lower left front corner of top case). Actions taken to mitigate the reported issue: realigned main board, cleaned and greased the whole motor assembly. Performed preventive maintenance and all functional testing which passed.